Event description:
It was reported while using bd plastipak ¿ syringe the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter: I found a failure due to a loose plunger in the internal black rubber, so it cannot be aspirated. It should be noted that this is the second time that it has occurred.

Manufacturer narrative:
H6: investigation summary two photos and video received by our quality team for investigation. Upon visual evaluation, 1ml syringe is displayed in which the stopper remains inside the syringe when pulling the plunger, therefore the incident is confirmed. However it is not possible to see if the plunger shows damage or molding defects that explain the separation of the plunger from the stopper. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. See h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak ¿ syringe the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter: I found a failure due to a loose plunger in the internal black rubber, so it cannot be aspirated. It should be noted that this is the second time that it has occurred.